Event description:
A report was received that the patient was experiencing painful overstimulation. The patient will undergo an explant.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure due to not being medically cleared for surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4) & (B)(4). Description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient was experiencing painful overstimulation. The patient will undergo an explant.